Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. Additionally, concerns for premature battery depletion were raised. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. Additionally, concerns for premature battery depletion were raised. This device is expected to be returned for analysis. No adverse patient effects were reported.